Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a speaker failure 1 and 2 error codes were found in the device's error log. The manufacturer's service technician recommended replacing the device's system and central processing unit (cpu) board to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.